Event description:
The manufacturer received information alleging a ventilator was alarming for low inspiratory pressure and low expiratory pressure and ventilator failed to deliver airflow. The patient's blood oxygen saturation level decreased. The patient required to be manually ventilated with a resuscitation bag and needed to be placed on a different ventilator. The device has been returned to the manufacturer. Peeling of the foam of air inlet path was confirmed and it is assumed to be the cause for the reported event. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.